Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose. Customer¿s blood glucose level at the time of incident was 180 mg/dl. The customer alleged the insulin pump was under delivering insulin because the auto mode was not keeping customer in 120 mg/dl but with blood glucose 180 mg/dl. Customer treated high blood glucose with insulin pump. Insulin pump will not be returned for analysis.